Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's spouse reported via telephone call that the customer had a back problem for 2 days and had a high blood glucose of 576 mg/dl. The customer was treated with 10 units of insulin from the insulin pump and 8 units by manual injection. The customer experienced nausea, sweats, and clamminess. The spouse was advised to change out the set to rule out issues with the set. The spouse reported that they were waiting on a call from their doctor and was advised to call the helpline back if needed.